Event description:
It was reported that a restorative screw fractured within an unknown implant at tooth location #2. The dr. Was unable to retrieve the screw and the implant was removed. There was no report of patient injury or delay in procedure.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b1: product problem b5: it was reported that a restorative screw fractured within an unknown implant at tooth location #2. The dr. Was unable to retrieve the screw and the implant was removed. There was no report of patient injury or delay in procedure. G4: 17 june 2019. The reported device was not returned for evaluation. The reported condition of a restorative screw that fractured within an unknown implant could not be confirmed. A device history record (DHR) could not be performed for the reported device as the lot number is unknown. A complaint history review was completed for the reported device item number for similar event. No existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device was identified. A complaint history review and DHR review could not be performed for the unknown concomitant implant as the item and lot number are unknown. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to report zimmer biomet complaint (B)(4). Concomitant medical products: unknown dental implant, item #: unknown, lot #: unknown. The following information is unknown at the time of this report: device manufacture date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a restorative screw fractured within an unknown implant at tooth location #2. The dr. Was unable to retrieve the screw and the implant was removed. There was no report of patient injury or delay in procedure.